Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9821 apollorf xl90, aspirating ablator tip broke during use. This was discovered during a labral repair procedure on (B)(6) 2022.

Event description:
Additional information received via medwatch notification on 1/5/2023: the broken fragment was not found.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9821 apollorf¿ xl90 batch number 66647038 was received for investigation. Functional testing was not conducted due to damage on the aspirating probe face. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue. Refer to (B)(4).